Event description:
The explanted generator will not be returned as the surgeon will not return explanted products unless there is a suspected issue with the product.

Event description:
It was reported on (B)(6) 2011 by a radiologist that the patient was being treated for breast cancer. At the time of the report, the physician did not know when the patient was diagnosed, or if the cancer was related to vns. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received indicating that the patient was first diagnosed with breast cancer on (B)(6) 2011. It is not believed that the vns device contributed to the cancer, however due to the cancer's location, radiation therapy was not possible. There were also no known environmental factors that may have contributed to the cancer. The patient was referred for, and underwent a revision surgery to reposition the vns so that radiation therapy could be performed. Attempts for product return are underway.